Event description:
Reportable based on device analysis completed on 04aug2022. It was reported that an error message occurred. An 135x30cm ekosonic catheter was selected for use to treat a unilateral deep vein thrombus. The therapy run time with the catheter was 13 hours and five minutes. At that point, an alarm occurred which indicated that the device temperature was too high. Troubleshooting was performed by the nurse and was resolved. However, the same error occurred again. Additional troubleshooting was performed but that did not resolve the issue. The nurse consulted with the physician who decided to turn off the ekos ultrasound and run the catheter as a simple infusion catheter. The procedure was completed. There were no patient complications. However, device analysis revealed a fractured catheter.

Manufacturer narrative:
Device eval by MFR: the device was received and analysis was completed on 04aug2022. The ultrasonic catheter (usc) was returned severed 119.5cm from the luer barb. The severed section was not found in the return package. The infusion catheter (ic) was received full of blood up into the coolant and drug ports. A severe kink was found on the ic that lined up with the separation of the usc. The ic and usc were connected and plugged into an inhouse cu4.0 console. Analysis of the in-house event log showed the device received a temperature alert, soon after treatment started, and the alarm continued for the entire run time of 38 minutes.